Manufacturer narrative:
The medical device is not available for analysis, therefore, the device itself could not be investigated.

Event description:
Ous MDR - a hematoma was detected after implantation in the surrounding tissue. Prophylactic intravenous administration of antibiotics for one day; hematoma did not progress any further.